Manufacturer narrative:
The device was received not deployed. Investigation of the needle mechanism found no damages or defects that could result in the cannula not deploying. The downloaded data shows that the device completed the first and second priming sequences before being deactivated. Timeouts and drive stalls were observed in the pod data, which caused first prime to end earlier than expected. The device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data showed no timeouts or drive stalls during the run of the pod. The needle mechanism was reset and functioned as intended through manual rotation of the ratchet gear. Thus, it can be confirmed that the high pulse width with drive stall in the pod data caused first prime earlier than expected, which led to the cannula not deploying since it did not completely rotate the firing flat to deployment position. However, since investigation did not find any defects with the device that could contribute to the high pulse width, the cause of the high pulse widths could not be conclusively determined. Further inspection of the device found a scratch on the commutator cap that goes through the point of contact with the springs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 400 mg/dl.